Event description:
It was reported to intuvie that the infusion pump failed the ground resistance test, measuring 0.367ohm. The passing specification for the ground resistance test is less than 0.1 ohm. The device also failed the 30psi occlusion test, recording a pressure of 43.750psi which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.

Manufacturer narrative:
It was reported to intuvie that the infusion pump failed the ground resistance test, measuring 0.367ohm. The passing specification for the ground resistance test is less than 0.1 ohm. The device also failed the 30psi occlusion test, recording a pressure of 43.750psi which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no similar complaints for both failures. The reported failures were confirmed. The probable cause for the 30 psi occlusion test failure was determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 276 to 296. The probable cause was determined to be a connection issue. Tightening the ground connection resolved the issue, after which the device functioned as intended and passed the ground resistance test at 0.07 ohm. CAPA: zm2023-23 was initiated to investigate the root cause for the occlusion failure mode. Reference to complaint#: (B)(4).